Event description:
Hd machine started to leak from bottom. Patient 's system started to clot off. Patient was rinsed back and new set up placed. Once patient was started on the machine again system immediately started to clot off. Venous pressures in 600s. Could not rinse patient back. Blood in dialysate, negative test strips. Machine was pulled off of floor and biomed was called. Blood in dialysate. Manufacturer response for hemodialysis, (brand not provided) (per site reporter). Agreed with plan of action.